Event description:
It was reported that a flogard infusion pump had experienced an f-38 alarm. Patient involvement is unknown. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was visually inspected and functionally tested. The reported condition of an f-38 alarm was confirmed. The cause of the reported condition was due to damaged force sensing resistors (fsrs). In order to correct the issue the fsrs were replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.